Event description:
A pipeline flow diverter stent was placed across the cavernous segment of left internal carotid artery. The distal end of stent did not open up adequately and balloon angioplasty was attempted. This was complicated by iatrogenic rupture of the left internal carotid artery. Pt was subsequently intubated and an evd was placed. A balloon was then inflated in the left internal carotid artery in order to secure the bleeding, this was unsuccessful as there was collateral supply across from the right internal carotid artery coming retrograde showing active contrast extravasation. Pt was moved to the operating room for emergent craniectomy. A perforation in the internal carotid artery was repaired with aneurysm clips. The pt ultimately progressed to brain death. The pipeline stent was removed in a post-mortem examination and was seen to have an unusual appearance with frayed - looking edges.